Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (599 mg/dl) as customer had inadvertently forgot to deliver a bolus after lunch. Elevated bg was corrected via the pump. Recommendation was made for the customer to discuss the event with a healthcare provider.